Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the unit failed a test. The use of the instrument was unspecified. There was no patient impact associated with this event. Medtronic received additional information that test were not results obtained, and heparin was not administered based on the results.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the start stop switch was double hitting so it would start a test and stop it. Device evaluation summary: the reported issue of failed a test was verified during service. The service technician found error 011 ( busy/invalid request) in the error log for 03 may 2024. The service technician could not repeat the failure. The issue was resolved by replacing the start/stop switch and the start overlay. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.